Event description:
Paramedics responded to a person, condition not reported. The device was connected to the patient with ECG electrodes for cardiac monitoring for transport to a medical procedure. Following the procedure and during the return transport, the patient's rhythm deteriorated and disposable defibrillation/ECG electrodes connected to provide external pacing and possible defibrillation therapy. According to the reporter, however, the device would not respond to keypresses to the large keypad to enable pacing or defibrillation. The crew continued transport to the hospital where patient care was continued. Patient outcome is unknown but there were no reports that any adverse affects occurred from the alleged malfunction.